Manufacturer narrative:
Supplemental report submitted to indicate this event was also reported in medwatch 0001831750-2014-02347.

Event description:
It was reported via repair work order that the headend lift was stuck elevated and would not lower due to a malfunctioned lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift was stuck elevated and would not lower due to a malfunctioned lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.